Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400 mg/dl range. The customer delivered a correction bolus via the pump; however, the bg level did not lower. The customer began to vomit and upon arriving at the hospital ((B)(6) 2016), the pump sounded an occlusion alarm. The customer was treated with intravenous insulin, fluids and manual insulin injections. The customer was discharged from the hospital on (B)(6) 2016. The customer was using insulin injections to manage diabetes and was currently stable. Although the customer had removed the cartridge and infusion set, tandem technical support had the customer perform a system check using the current supplies and the pump appeared to be functioning as expected.